Manufacturer narrative:
The mobi device was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint and review of the device data logs could not confirm the reported complaint. Performance testing revealed that the device was not producing oxygen within specification. Visual inspection of the device revealed tobacco contamination. The investigation determined that the root cause was degraded material contributed by contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient using a mobi device felt tired, lightheaded and had an oxygen desaturation due to no air pressure coming out of the device. Patient was placed on an alternate oxygen source and o2 saturation increased to normal levels.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Initial evaluation of the device could not confirm low pressure, although a low oxygen purity error message was confirmed. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. Resmed reference#: (B)(4). Pending evaluation.

Event description:
It was reported to resmed that a patient using a mobile device felt tired, lightheaded and had an oxygen desaturation due to no air pressure coming out of the device. Patient was placed on an alternate oxygen source and o2 saturation increased to normal levels.